Event description:
A healthcare professional reported that following bilateral intraocular lens (iol) implant surgeries, this lens was exchanged due to the pt reporting issues with glare. Posterior capsular opacification (pco) had been observed earlier in the year. In a f/u, the surgeon reported the iol was exchanged for a monofocal iol. The event resolved following the exchange procedure. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on 10/04/2012. (B)(4).